Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was not working. Customer¿s blood glucose level was unknown. Troubleshooting was performed. Customer had went for swimming. No other insulin pump error was displayed before the open book image was displayed on the screen. Customer was advised to place insulin pump in storage mode. The customer was also advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and active current measurement. Pump error 75 alarmed during self test and device received with high sleep current measurement due to severe corrosion on electronic board stack. Corroded force sensor assembly and corroded motor home switch.